Manufacturer narrative:
(B)(4). Physio-control provided the customer assistance and informed the facility to purchase a replacement defibrillator. The device was not returned to physio-control's (B)(4) facility for further analysis. A conclusive cause of the issue is unknown.

Event description:
It was reported that the device was not showing the ok status. Physio-control evaluated the device and found all three (charge pak, attention and wrench) icons illuminated. Physio replaced the internal battery charger (charge pak) but the issue persisted. This is an indicative of the device with a depleted internal battery charge. There was no patient use associated with the reported event.